Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) pace/sense lead exhibited noise and oversensing. The rv oversensing resulted in pacing inhibition for greater than two seconds of asystole. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service.